Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s wife), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. No follow-up was possible as the reporter refused to provide any contact or personal information. The reporter alleged that the inaccuracy issue started at an unknown time on (B)(6) 2018, when the patient obtained a blood glucose result of 130 mg/dl on the subject meter compared to 50 mg/dl on an emergency medical services meter, performed within 30 minutes of each other. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). The patient manages his diabetes with a combination of medications including levemir insulin. The reporter stated that no changes were made to the patient¿s normal diabetes management routine following the start of the alleged issue. The reporter alleged that as a result of the subject meter reading inaccurately, the patient developed symptoms of ¿out of his mind¿ and ¿can¿t speak. She reported that the patient was treated by paramedics on (B)(6) 2018; however, the nature of the treatment was not disclosed. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure. The cca noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial and the reporter confirmed that the patient had followed the correct testing steps. The reporter did not have control solution to test the meter and test strips. She refused replacement products. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring medical intervention, after obtaining an alleged inaccurately high blood glucose result on the meter.